Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the shoulder product families smr and prima, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2024 due to infection and dislocation of shoulder prosthesis. Previous surgery is unknown, as well as information regarding original implant. During revision all components were removed and replaced with a new reverse implant from a different manufacturer. Surgery was completed as intended. Patient is male, date of birth (B)(6) 1963. The event occurred in the united states.